Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. It was reported that the device was removed from service. No repair was done. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator that failed an oxygen delivery test during an extended self-test (test 6 failed). There was no patient involvement.